Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2010 and subsequently expired on (B)(6) 2010, after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products; associated mdrs #2937457-2014-00266, 2937457-2014-00267, 1225714-2014-00461, 1225714-2014-00462, 1225714-2014-00463 and 1225714-2014-00464.